Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a faulty latch, drawer unable to open. The field service engineer reseated latch sensors for main and wiped off magnets to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the pyxis medstation es system that it had a drawer failure. Unable to open cubies. The field service engineer confirmed that the issue occurred when accessing medication. There was a delay in dispensing medication to the patients. There were no adverse events or injuries reported based on this event.